Event description:
It was reported, following initial implant, the patient received inappropriate shocks from the device. Technical support was contacted and it was noted the shocks were due to oversensing. Technical support recommended to reopen the patient and investigate the connection of the leads to the device. An additional procedure was performed and it was discovered the set screw for the connection of the right ventricular (rv) lead was not tightened. The set screw was tightened to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.